Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that friction was encountered while advancing the xience xpedition on to the balance middle-weight universal ii (bmw) guidewire outside the anatomy. There was friction encountered when removing the xience xpedition from the bmw. The xience xpedition did not enter the anatomy and was replaced with another xience xpedition to complete the procedure without further incident. The same bmw was used with the second xience xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The guide wire used during the procedure was not returned. The reported guide wire resistance was not confirmed; a proxy guide wire was backloaded through the sds without resistance noted. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.